Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing/no right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to low pacing impedance. A device transmission showed that the pacing impedance and threshold had been increasing prior to the alert. It was noted that the rv lead was not sensing and was unable to capture. The implantable cardioverter defibrillator (ICD) was pacing without deflection on the electrogram and was unable to sense. The plan is to have patient get an x-ray to determine next steps. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there had been a spike to high rv pacing impedance noted, and reprogramming was performed to change the pacing and sensing vectors. There were multiple rv lead alerts noted due to a drop to zero impedance in bipolar configuration. The patient was recently brought to the emergency room and had experienced cardiac arrest and unstable ventricular tachycardia/ventricular fibrillation (vt/vf). The patient received shock therapies from their device, however there were periods of ventricular undersensing observed. The patient required external defibrillation. An x-ray revealed that the patient appeared to have twiddler's syndrome. A review of device data by qualified personnel noted a flat and noisy line on the rv channel. The rv lead was inactivated and replaced. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Return date product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.